Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the lead noted traces of body fluid within the lead's lumen. During laboratory testing, a new stylet was successfully inserted from the terminal to the distal tip of the lead. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that, during the implant of this left ventricular (lv) lead, several positioning attempts were made in different vessels with different guidewires. After changing the guidewire for the fourth time, the wire could not be advanced through this lead. The guidewire appeared to get stuck approximately five centimeters from the lead tip. The lead was removed and flushed with saline but the issue persisted. A new lead was requested and successfully placed. This lv lead was never in service. No adverse patient effects were reported.